Manufacturer narrative:
The device was returned and evaluated by edwards. A portion of the non-edwards sheath, portion of the distal end of the delivery system and portion of the flex shaft was returned. A visual inspection of the returned device was performed, and the following was observed: valve crimped on inflation balloon and not fully aligned. Balloon wings exposed and flared out. Crimp balloon torn proximal to inflation to crimp (I/c) bond (not returned). Balloon bunching at distal end of balloon with nose tip curved. Compression on flex shaft and gouges on flex tip. Pulmonic valve replacement using the s3/commander system is not an indicated use. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As the rest of the delivery system or procedural and patient imagery was not provided a definite root cause is unable to be determined. However, potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the product risk assessment.  Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. As this was an off-label case, it was noted ¿valve alignment was attempted in the main pa/right pa. This segment did not appear to be a nice straight segment¿. Performing valve alignment in a non-straight section can cause the valve to ¿dive¿ into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces (as evidenced by the flex shaft compression in and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, ¿if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary¿. Due to the balloon tear, the balloon profile may have been altered during valve alignment (as evidenced by bunching of the inflation balloon. It is possible the balloon tear and the additional pull force used to withdraw the delivery system, caused the balloon wings to be exposed and flare outwards, making the device more susceptible to catching on the tip of the sheath. Additionally, the curved pathway from the main pa/right pa back into the sheath likely contributed to non-coaxial withdrawal of the delivery system into the sheath making it more susceptible to being caught on the sheath tip. Also, a non-edwards sheath was used which may have not been compatible for system retrieval with a crimped valve. A definitive root cause is unable to be determined. However, available information suggests that procedural factors (high valve alignment forces) may have contributed to the complaint event of balloon  torn, procedural factors (valve alignment in non-straight section of anatomy) may have contributed to the complaint event of difficulty with valve alignment, and procedural factors (non-coaxial withdrawal/non-edwards sheath/torn balloon profile) may have contributed to the complaint event for withdrawal difficulty through a non-edwards sheath. The complaint of difficulty with valve alignment was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (valve alignment in non-straight section of anatomy) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment is required at this time.  The complaint of balloon torn was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (high valve alignment forces) contributed to the reported event. No IFU/training material deficiencies were identified. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in the product risk assessment. A CAPA was previously initiated to address this failure mode.   The complaint of delivery system withdrawal difficulty through non-edwards sheath was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (non-coaxial withdrawal/non-edwards sheath/torn balloon profile) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment is required at this time.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards was notified by a field clinical specialist that a balloon tear occurred and the patient was transferred to the operating room for removal of the delivery system and repair of pulmonary valve. As reported, a sapien 3 29mm valve was used for a pulmonary valve replacement case. This was a hybrid procedure and access was made directly in the right ventricle. The physician used a 24fr gore dry seal sheath for valve delivery. Due to limited length in the native anatomy, valve alignment was attempted in the main pa/right pa. This segment did not appear to be a straight segment. Upon attempting to pull the balloon back onto the crimped valve, it appeared to get stuck on the distal edge of the crimped valve. After several attempts to pull the balloon back, it appeared to sever due to pull force. This was confirmed by angiography. The decision was made to remove the valve and delivery system. Unsuccessful attempts were made to pull the delivery system/valve back into the sheath as the surgeon determined that it would not be safe to remove the crimped valve and delivery system through the ventriculotomy. The patient was transferred to the operating room for surgical repair of pulmonary valve and removal of system.